Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was having a routine pump replacement, and once the health care provider (hcp) had the old pump out, they tried to aspirate the catheter and was getting medication/cerebrospinal fluid (csf), and a lot of air. The hcp then believed there could be a break in the catheter. Then, by inspection, a hole/break was found in the catheter near the pump connector piece. This piece was cut off and replaced. There were no patient symptoms related to the event, and the patient status at the time of the report was alive no injury. The pump was being used to deliver baclofen, morphine, prialt, hydromorphone, and clonidine. It was further reported that there was no product available for return.